Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5094185 that a female patient who underwent a breast surgery with two unspecified mentor 350cc gel breast implants experienced bilateral capsular contracture (grade unknown), granuloma, and rupture. Shortly after the patient had the devices implanted in, she experienced the capsular contracture and started having panic attacks. At that time, the patient decided not to undergo a removal surgery since, she did not want to go under anesthesia again. Some years later, the patient experienced thigh pain and flu-like symptoms. Blood tests were normal. Around 2019, the patient started to experience joint pain, left-sided back pain, arm pain, neck pain, and fatigue. MRI and ultrasound performed on the patient¿s breasts indicated bilateral rupture and granuloma. The amount of the leakage on the left side seemed to be more than the amount on the right side. The patient reports weight gain, slightly higher cholesterol, and blood pressure. The root cause of the patient¿s reported symptoms is unclear. As a result, the patient is planning to undergo a revision surgery. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. As no contact information was provided, mentor was unable to follow up on the reported issues. If additional information becomes available, a supplemental report will be submitted. This report is for the right-sided prosthesis.